Event description:
It was reported that the customer experienced a blood glucose (bg) level of 53-62 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the low bg. Customer required assistance by "work medical team" to consumed glucose liquid gel and glucose tablets to address bg level. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was unknown. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.